Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 09/2025. Device not returned.

Event description:
It was reported that eighteen days post port placement, the patient allegedly experienced body spasms, heart palpitations and pain on left side. It was further reported that when the port was attempted to flush, the saline was noted to be leaking around the port placement site. It was also reported that upon imaging, it was confirmed that the tip of the port allegedly broke and the port tip allegedly pierced right ventricle. Reportedly, the patient underwent emergency surgery where the port and broken piece was removed, and right ventricle was treated. The details on this surgery were not available. The current status of the patient is unknown.